Event description:
It was reported via repair work order that the bed lift would get stuck due to cpu board malfunction and coupler malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.